Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced packaging issue on (B)(6) 2026 as there was debris in the clear window where we can saw the needle during insertion preparation. The patient replaced infusion set and resumed insulin deliveries successfully.